Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "the outer sleeve that is covering the dressing was open" the product was not used. A photograph was provided depicting the reported complaint issue.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A batch record review indicates no discrepancies. Preventive maintenance (pm) logs have been checked and all pm's were completed. Affected amount: 1pc aquacel ag drs 20x30cm was manufactured under system application product (sap) code (B)(4) and manufacturing lot number 9l04131. Lot number 9l04131 was sterilized under lot 2173-6687a and released on review of results of sterilization. All the results were within specification and products were released. The production process, in process testing and packaging of products were run in accordance with process instruction for machine (B)(4) 3. A visual inspection in accordance with testing method was completed at the beginning of the order and every fifteen minutes until the order was completed. No nonconformity was registered during the manufacturing process of lot 9l04131. There are two complaints for lot 9l04131 registered within the complaint handling system for different complaint issues. Two photographs have been received for this complaint and have been evaluated in accordance with work instructions. The photographs confirm the complaint issue and confirm it is a convatec product. A cause analysis event was created for seal breaches with the root cause investigation. It was decided that the investigation would no longer be needed, and a complaint investigation project would be completed outside of trackwise to address all the seal issues on all (B)(4) machines including open seals. Operations have been informed of the complaint issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.